Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient¿s cgm was reading high mg/dl, however, the patient could not recall the bg meter comparison value. No patient symptoms were reported. The patient went to the ER. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with an IV insulin drip. The patient was in the hospital for approximately 24 hours and then discharged home. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.